Event description:
It was reported that a patient's right ventricle lead was exhibiting noise. The lead was explanted and replaced. The patient was stable post procedure. New information noted that the right ventricular lead had an impedance anomaly and left ventricular lead was also explanted for an unspecified issue.

Manufacturer narrative:
Analysis was normal. No anomalies were found.